Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported hospitalization for high blood pressure and fluid in the lungs. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by a registered nurse from the patient's rehabilitation facility called technical support for assistance with cycler troubleshooting. The pt was in treatment and she could not clear the alarm to continue. Technical support provided assistance and advised the pt be re-positioned but the pt refused. She subsequently refused to have the cycler re-set up to continue on with treatment. During follow up with the nurse on (B)(6) 2014, it was learned the pt was sent to the hospital on (B)(6) 2014 for 'not feeling good, high blood pressure, fluid in lungs'. Further info about the hospital stay and treatment is pending. The pt was discharged from the hospital back to the rehabilitation facility and is continuing on ccpd. No cycler malfunction alleged.